Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced. The customer went to dinner and their sugar was going up and up with blood glucose level was 364 mg/dl, 404 mg/dl, 444 mg /dl at the time of incident and current blood glucose was 315 mg/dl, 145 mg/dl. Customer treated with pen insulin injection for high blood glucose. Customer declined to troubleshooting for hyperglycemia. The insulin pump will not be returned for analysis.